Event description:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5116758) on 25-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("I had a period so heavy I almost had to have a transfusion") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2018 she experienced anaemia ("anemia"). On unknown dates she experienced heavy menstrual bleeding (seriousness criteria hospitalisation, medically important and intervention required), autoimmune thyroiditis ("have developed hashimotos"), ovulation pain ("have painful ovulation and periods every month"), dysmenorrhoea ("have painful ovulation and periods every month"), alopecia ("my hair is falling out"), arthralgia ("my joints body ache every day without relenting") and pain ("my joints and body ache every day without relenting"). The patient was treated with non-drug therapy (transfusion.). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to anaemia, heavy menstrual bleeding, autoimmune thyroiditis, ovulation pain, dysmenorrhoea, alopecia, arthralgia or pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 26-apr-2023: no new information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5116758) on 25-apr-2023. The most recent information was received on 12-may-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("I had a period so heavy I almost had to have a transfusion") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2018 she experienced anaemia ("anemia"). On unknown dates she experienced heavy menstrual bleeding (seriousness criteria hospitalisation, medically important and intervention required), autoimmune thyroiditis ("have developed hashimotos"), ovulation pain ("have painful ovulation and periods every month"), dysmenorrhoea ("have painful ovulation and periods every month"), alopecia ("my hair is falling out"), arthralgia ("my joints body ache every day without relenting") and pain ("my joints and body ache every day without relenting"). The patient was treated with non-drug therapy (transfusion.). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to anaemia, heavy menstrual bleeding, autoimmune thyroiditis, ovulation pain, dysmenorrhoea, alopecia, arthralgia or pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.